Event description:
Event description guidant received information that interrogation of this implantable cardioverter defibrillator (ICD) revealed a battery status of elective replacement indicator (eri). The eri timestamp was reported to be approximately 1.5 years earlier; however, at the last follow-up about 5 months ago, the device was at a battery status of middle-of-life 2 (mol2). Review of the therapy history revealed therapy delivery without cooresponding. There is a report that the patient was reanimated, but there is no report that this was due to lack of therapy by the device. The patient was hospitalized at the time, and became unconscious when getting out of bed. Cardiopulmonary resuscitation was performed and the patient was resuscitated. The device was explanted and will be returned for analysis.